Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the patient underwent neurosurgical intervention which lasted for about 6 hours (average). During the operation, the patient's respiratory pressure increased, preventing venous return, and the anesthetist had to perform re-curarization to compensate. At the end of the procedure, it was noticed by the anesthetist and operating room nurse that the vital signs filter was completely soaked with water including the ring connector, explaining the respiratory dysfunction. Everything went to normal after changing the filter, and no further consequence to the patient at this time.

Manufacturer narrative:
The manufacturing DHR record of the complaint lot (lot # 201194) showed the complaint lot were manufactured according to the process manufacturing requirement and have no abnormal issue . The test of retain lot sample(lot # 201194) also complied to specification requirement and no abnormality was found. In addition, since the status of return sample and the application parameter/information are unknown, the actual failure analysis of the complaint product cannot be conducted, therefore, the actual cause of the complaint event cannot be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.